Event description:
(B)(6) 2025 ¿ the end-user reported an ¿unable to proceed¿ message (alert 38 - motor stall). During a supply change. A dry run was performed successfully, and the issue was resolved after a full supply change. Later that morning, the user reported elevated bg up to 441 mg/dl (400 mg/dl recorded), with slow correction. The infusion site was changed again and insulin delivery resumed. Follow-up confirmed bg decreased to 228 mg/dl and stabilized. The user reported blurry vision during the event. No external assistance or medical intervention occurred.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.